Event description:
It was reported the patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited backup vvi operation due to firmware update. Backup defibrillation therapy was disabled at the time of backup operation. Programming changes were made to restore normal operation. Patient was stable throughout the event.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. No further information was reported.